Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary picture / x-ray review: the received picture / x-ray confirm the issue as per event description; the complaint therefore has been determined to be confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: a review of the device history record device history lot manufacturing location: monument, manufacturing date: 22-jan-2018, expiration date: 01-jan-2028, part number: 04.037.058s, 10mm/130 deg ti cann tfna 380mm/right ¿ sterile, lot number: h545268 (sterile), lot quantity: 6 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / fina met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong 130 degree, tfna, bp55 lot number: l681006, lot quantity: 86, purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h474703, lot quantity: 1,000, work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated 01-nov-2017 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58 lot number: h522806, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h335706 lot quantity: 2,746 lbs.. Certificate of test supplied by ati specialty materials dated 17-feb-2017 was reviewed and determined to be conforming. Lot summary report dated 06-apr-2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history batch null, device history review 30-aug-2019: DHR this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient's height reported as 168cms. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a revision and removal surgery due to implant failure with nonunion. The patient experienced progressive pain over five (5) days, inability to walk and proximal femoral nailing system (tfna) nail breakage. Originally, the patient underwent implantation of a tfna nail on (B)(6) 2018, due to multifragmentary subtrochanteric spiral fracture right side. Based on the x-rays taken around +6.5 months there was a nonunion and after 8.5 months the patient was re-admitted. The x-ray shows tfna nail breakage. All implanted devices were removed and patient was revised with a reamed lfn (13mm, 420mm, 0mm endcap) and recon locking proximal. It is unknown if there was a surgical delay. The procedure outcome and patient status were unknown. This report captures the tfna nail breakage with non-union after 8.5 months while related complaint (B)(4) captures the non-union after 6.5 months. Concomitant device reported: unk - nail head elements: tfna helical blade (part# unknown, lot# unknown, quantity# 1). Unk - screws: locking (part# unknown, lot# unknown, quantity# 2). Unk - cable/wire (part# unknown, lot# unknown, quantity# 2). This report is for one (1) tfna nail. This is report 1 of 1 for complaint (B)(4).